Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 2 times and fired 2 reloads (1 green, followed by 1 blue). On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 3 pauses for compression. The instrument was then removed and not used again in the procedure. There were no relevant stapler related errors in the system logs.

Event description:
On 26-apr-2024, intuitive surgical, inc. (Isi) received FDA medwatch report (MDR) with uf/importer report #(B)(4) stating: "a 27 year-old female patient was undergoing gastric bypass surgery in the or. Per surgeon: ¿sureform 60 mm robotic blue stapler misfired along the axis of the stomach where the blade dragged the tissue. Sureform 60 mm robotic blue stapler x 2 were fired along the axis of the stomach toward the left crus to fully separate the gastric pouch from the gastric remnant. I made sure to resize the pouch beyond the misfire area in order to avoid leak which made it smaller than usual. On the other side, I oversewed the remnant stomach over the misfire area using interrupted 3-0 vicryl sutures. The surgeon noted he had to make a smaller gastric pouch than usual in order to go beyond the misfire staple line. Short term, this will cause the patient to eat less than usual. Long term, this should not affect the patient." During follow up with the site's robotics coordinator, it was confirmed there was only one misfire and it was the second fire of the procedure. The robotics coordinator indicated there would have been unexpected blood loss. However, the robotics coordinator could not quantify a blood loss volume although no transfusions were given.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction: refer to field g2 for the corrected source and field h10 for the user facility report number.